Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 20mg/dl. It was stated that the customer had an insulin reaction to an overdose of insulin. It was also stated that the insulin pump alarmed button error. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.